Event description:
Procedure: hysterectomy. According to the reporter: after loading the third cartridge, the jaws ddi not open after the device was fired half way. The device was opened by force. Surgical time was extended by more than 30 minutes. There was no unanticipated tissue loss or additional blood loss due to this problem.

Manufacturer narrative:
(B)(4)